Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received two inappropriate shocks for atrial fibrillation (af) with rapid ventricular response which was detected by the cardiac resynchronization therapy defibrillator (crt-d) as ventricular fibrillation (vf). The patient was hospitalized and the device was reprogrammed and remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.